Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of the patient that the receiver displayed a hardware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the receiver usb port connector was dislocated/damaged..the complaint could not be confirmed for receiver hardware error because receiver usb port connector damaged.. The reported event of a hardware error was not confirmed. A root cause could not be determined.